Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient not being able to drain on the cycler. A review of the patient¿s treatment records identified that the patient drained 4565 ml during drain 5 of the treatment. This drain volume is 183% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient stated that they have been had slow drain issues and it took them an hour to drain. The patient stated that they did drain out 4565ml. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information:d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received simulated treatment was performed and completed without failures. A drain complication encountered support warning occurred, as expected, when the patient line was clamped during the drain 2. This shows that the received cycler will properly alarm if a drain problem occurs. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient not being able to drain on the cycler. A review of the patient¿s treatment records identified that the patient drained 4565 ml during drain 5 of the treatment. This drain volume is 183% the patient's prescribed fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the patient, it was confirmed that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient stated that they have been had slow drain issues and it took them an hour to drain. The patient stated that they did drain out 4565ml. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.